Event description:
Impedance measurements began to trend up to 1700 ohms. Lead was explanted. No visible cracks or defects were noted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection a bend and deformed fixation helix was found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported out of range pacing impedance. The values of the parameters measured during the electrical inspection were within the technical specifications. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that forces applied during the explantation procedure contributed to this observation. Additional damages like the deformed rv shock coil most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.